Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the arm on (B)(6) 2023. Photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No injury or medical intervention was reported.